Event description:
As reported by cardinal health, one of their customers experienced a malfunction of a navilyst medical stopcock: "during the procedure, when using the stopcock, it allowed air bubbles to enter the line." There was no reported injury. The sample is not available. Navilyst medical sells the reported stopcock to cardinal medical as a bulk packaged, non-sterile device. Cardinal has been asked to provide information regarding how they further process the stopcock before providing it to the end user hospital.

Manufacturer narrative:
Although it has been reported that no sample will be returned for evaluation, the investigation into this event is still ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).